Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's phrenic nerve became suddenly weaker, as confirmed via compound muscle action potential (cmap) and palpation. Double stop was then performed. The case was completed with cryo. It was noted that the patient's phrenic nerve paralysis did not fully recover upon leaving the operating room, and the patient was placed under monitoring at the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files confirmed a system notice indicating that the refrigerant delivery path was obstructed (sn 50012). Also, data files showed that at least fourteen applications were performed with the balloon catheter on the date of the event. The catheter was not returned. In conclusion, the reported issue of phrenic nerve injury was not confirmed through data files. Also, a system notice indicating that the refrigerant delivery path was obstructed (sn 50012) was confirmed through data analysis. The catheter was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the phrenic nerve paralysis (pnp) did not recover fully at discharge and the patient was still placed under monitoring.